Event description:
It was reported that during pre-implant preparations, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer noted a do not implant, initial device check unsatisfactory message. The device was not used for any procedure and there was no patient involvement. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that during pre-implant preparations, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer noted a do not implant, initial device check unsatisfactory message. The device was not used for any procedure and there was no patient involvement. The product has been received for analysis. This report will be updated upon completion of analysis.